Event description:
The report stated that, the regrasp alert sounded several times, the jaws were cleaned with a wet swab and when the device was reinserted into the trocar, the internal part of the jaws detached and fell inside patient. The part was retrieved. No patient injury.